Manufacturer narrative:
(B)(4). The customer reported that during testing, the unit did not detect the therapy cable being attached. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that during testing, the unit did not detect the therapy cable being attached.